Event description:
It was reported that there were suspicions the pacemaker was experiencing premature battery depletion (pbd). The device was explanted and replaced. No additional adverse patient effects were reported. The device remains in hospital possession.